Event description:
I was implanted with a johnson and johnson depuy pinnacle metal on metal total hip implant replacement on (B)(6) 2009. This started to fail in (B)(6) 2010 - hip pain - unusual marbling and discoloration at sight. I walked with a painful sore limp - also experienced high levels of anxiety and panic attacks - (B)(6) 2011, I was hospitalized for hip pain - seizure kidney failure thigh anxiety. Immediately following, I went to a new ortho surgeon for a 2nd opinion. He ordered an ultrasound - MRI and test for metallosis at (B)(6). Metal test showed I had high levels of cobalt and chromium in blood due to edge loading or metal shavings from prosthesis after 14 months. Dr suggested an immediate revision to take out product I was clearly being poisoned from. He had to leave femoral stem and replaced it with a different size pinnacle head and polyethylene cup. Surgery was painful and difficult. I still have pain and swelling and have a 1/2 inch differential with my legs now. Dr said he could not promise me pain would go away, but the metal on metal was out. I am not able to work at a restaurant I have been with for more than 18 yrs. I no longer have good mobility or flexibility and still have major pain. I continue to use a cane and only have 1 chair in my house. I am comfortable at short intervals then must stretch. It is time for this pinnacle hip system to be recalled and unavailable to surgeons to put in innocent pts who are promised a hip that is supposed to last a lifetime. Please feel free to contact me as I continue to suffer from this interior product I have been robbed of many life's simplest everyday pleasures as well as a huge financial burden.